Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer reported case of system error 2240 recognized during the last week. There was patient involvement. There was no patient injury, only discomfort. No samples are available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).